Manufacturer narrative:
Continuation of concomitant: 3830-59 lead, implanted: (B)(6) 2005.

Event description:
It was reported the patient heard alert tones, but wanted to wait before contacting the hospital. Following, the patient received inappropriate therapy. It was also reported the lead was possibly fractured and displayed over-sensing; ventricular over-sensing, ventricular tachycardia/ventricular fibrillation episodes, noise and the sensing integrity counter was noted. Additionally, there was lack of ventricular pacing. The patient was hospitalized for monitoring and re-programming was performed by turning the "detection's and therapies off." Following, at the time of lead removal, movement of the patient's left shoulder showed non-physiologic signals. The lead was replaced and no further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead in segments was returned, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.